Event description:
It was reported there was a loss of therapy that has since been resolved. The patient was struck by lightning on (B)(6)-2004 and his device went into a safe state. The lead was 'crooked.' The patient was experiencing a return of his tremor. The issue had since been resolved.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), product type extension product ID 7438, serial# (B)(4), product type programmer, patient product ID 3387-40, lot# j0210013v, implanted: 2002-(B)(6), product type lead. (B)(4).